Event description:
On sept. 10, 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra2 meter is reading inaccurately high. The complaint is classified based on the documentation of the customer care advocate (cca). In 2007, at 7:30 pm, the patient obtained a "419 mg/dl" blood glucose reading and increased her lantus insulin to 35 units. The patient reportedly felt shaky and weak, and was taken to the emergency room shortly after. At 9:30pm, 2 hours after obtaining the alleged inaccurate high reading, the patient was tested on a doctor's meter obtaining a blood glucose result of "50 mg/dl." The patient was treated with food/beverage. During the troubleshooting session, the cca discovered that the patient was using expired test strips dated with the expiration date aug 2006. The patient verified that the meter was coded correctly, the unit of measurement was set correctly to mmol/l, he was using the correct testing technique, the punctured area was cleaned correctly, and the memory matched with the reported reading. This complaint is being reported as MDR reportable because the patient alleged an inaccurate high blood glucose result, took an increase dose of insulin, developed symptoms, and was treated for hypoglycemia. Replacement products were sent to the patient.